Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir (lot 0909c01) was reported to have missing segments on the display and doses jump more than one step further. This humapen memoir is associated with (B)(4). The operator of the device, training status and the length of use of the device model and actual reported device were not provided. The device was returned to the company for further investigation on (B)(6) 2010. Therefore, this particular device was not continued. Update (B)(6) 2010; additional information received (B)(6) 2010; added material received date and lot number to case.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.